Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was has been requested and the results are pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of synthes field equipment it was discovered the tip of the screwdriver had broken. It was confirmed that there was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Reportedly the device is no longer expected to be returned to the manufacturer for investigation. Manufacturing site: (B)(4). Manufacturing date: february 20, 2008. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.